Manufacturer narrative:
Correction: to malfunction not serious injury and b5 and h6.

Event description:
It was reported that during implant. Device interrogation revealed high capture thresholds leading to failure to capture on the left ventricle (lv) lead. The physician elected to explant and replace lv lead. The patient condition was unknown.

Manufacturer narrative:
Correction: to product no returning h6.

Event description:
Related manufacturer reference number: 2017865-2023-35812 it was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds leading to failure to capture on the both on the right ventricular (rv) lead and left ventricle (lv) lead. The physician elected to explant and replace both the rv and lv lead. The patient condition was unknown.

Manufacturer narrative:
Correction: needed for customer rep selected in error in g2.